Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after noticing her heart rate was in the 50's. Upon interrogation, the pulse generator exhibited a loss of capture and premature battery depletion. A drop in impedance measurements since (B)(6) 2017 was also noted. The patient was hospitalized and attempts to re-interrogate the device were unsuccessful. On (B)(6) 2017 the device was successfully explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found a hybrid anomaly which caused the a high current drain and confirmed the premature battery depletion.